Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code related to discrepancy between the actual and the set gas flow value during a procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site and the reported malfunction could not be reproduced. No deviations were detected and the device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on investigation findings, it cannot be ruled out that a missed warm-up phase to be performed before device use or an hospital gas supply issue may have led to the reported event.

Event description:
See initial report.